Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for a routine follow-up. The pulse generator was unable to be interrogated and exhibited no magnet response. No intervention or patient symptoms were reported.